Event description:
The user facility called and said the suspect device had burn marks around the connector of themeter. No injuries were alleged. The device was replaced and requested to be returned for eval.